Manufacturer narrative:
The available information notes three part numbers (21-4482-24 / 21-4070-24 / 21-4082-24) but is uncertain as to which part number goes with which product. Report source: (B)(6).

Event description:
It was reported that a patient receiving chemotherapy via a smiths medical deltec® port-a-cath® was found to be leaking into the subcutaneous tissue. Holes were noted in the catheter attached to the port. Subsequently, the port was explanted to prevent "cell poison." The patient recovered with no further adverse effects.

Manufacturer narrative:
One port was returned for analysis in used condition. Visual inspection of the sample was performed and revealed damage to the catheter in the form of a cut that passed both ways. The sample was also tested with water which confirmed the presence of a leak. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence, the complaint was confirmed. The root cause was not determined.